Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an emergency room visit on (B)(6) 2016. The customer reported that she previously dropped the insulin pump into water and had called to do troubleshooting, and everything was okay. However, now the customer's blood glucose level was 600 mg/dl. The customer's symptoms included nausea and thirst. The customer treated with a bolus and changed the site. The customer was treated in the emergency room with IV insulin and then she was released. During troubleshooting, the customer found a no delivery alarm in the device history. Customer also stated that the doctor adjusted the device before the high readings occurred. The customer declined to perform the high pressure test and stated that her doctor requested a replacement device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.